Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of white power cable damage on the system controller was not confirmed. There were no photos or log files of this primary controller submitted for review. System controller was not returned for analysis. The provided information stated that the controller was exchanged due to the white power cord being damaged. The log file was unable to be pulled as it couldn't be connected. The log file from the new primary controller was submitted to make sure the controller was working correctly. Additional information provided stated that the serial number and photos of the system controller was not available, and the controller would not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's backup system controller had to be changed due to damage to the white cord. Log files were unable to be pulled as it could not be connected.